Event description:
Patient had bard mediport implanted in 2007. Two months later, he was experiencing burning and infiltration at the port site. Evaluation of the site fluoroscopically revealed the tube of the mediport was detached from the injection port, and was in superior part of the superior vena cava and distal end in the right ventricle. The catheter was removed on the same day. The remaining mediport component was removed in the surgeon's office fourteen days later.